Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed the downstream occlusion test (36. 54, 32. 79). This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed the downstream occlusion test (36. 54, 32. 79)" was reproduced. Downstream occlusion testing was performed and the device failed with an undetected downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor. The force sensor requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.